Event description:
A facility representative reported during intraocular lens (iol) implant procedure, it was noticed lens was scratched after the iol was implanted into the eye. The lens were inserted and removed during initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in a.1., a.2., a.3.a., b.3., b.5. And d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that the patient condition has been improved.